Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n416103003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal (210 mcg/day) for cerebral palsy from (B)(6) 2014 and was being continued. There were no complications, past history/history of adverse events, and no concomitant medications. In (B)(6) 2015, the patient experienced a decreased effect. The patient was hospitalized in the intensive care unit (ICU) due to worsening spasticity from a decreased effectiveness. Anti-spasticity oral medication was administered to the patient in order to prevent withdrawal symptoms. A pump/catheter study was performed and showed no abnormalities. On (B)(6) 2016, the dosage was raised little by little during the hospitalization from 120 mcg/day to 210 mcg/day; this was a return to the control condition before hospitalization. As a result the patient was discharged from the hospital. The event recovered on (B)(6) 2016 and was considered related to the investigational drug. The event was not related to the catheter, pump, programmer, or procedure. The event was considered severe. Per the attending physician&#62688;comments, tension (spasticity) suddenly increased in 1 to 2 days, but this was not related to the device.